Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 10, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear implant during the same surgery. This report is submitted on may 03, 2023.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 31, 2023.